Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced low blood glucose event and treated with carbs intake and suspending insulin delivery on (B)(6) 2026. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: australia . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.